Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided additional clinical information (pk papyrus device registration form) was insufficient to establish whether a device deficiency could have contributed to this event. However, the review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples is tested from every lot. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in the mid lad occurred during attempted ptca with a des. The lesion could not be crossed with the pk papyrus and the device was removed. Then, it was detected that no stent was on the balloon. The stent remained in patient. A pericardial drain was inserted. Resuscitation was performed but cardiogenic shock persisted. Finally, patient passed away.